Event description:
According to the reporter, during laparoscopic cholecystectomy, on gallbladder artery and vein, the clip was found to came out before loading the clip. Surgeon took a new product out to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the safety interlock deployed prior to all staples or clips firing. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.